Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer called for assistance with inserting and removing the senor. The patient's blood glucose level was at 143 mg/dl. The customer stated that when they pull the sensor out the cannula is still inside them. The customer was advised to pull the cannula straight out but the customer does not feel anything poking out to pull out of her. The customer was advised to contact their health care provided if the sensor electrode is stuck in her leg. The customer was advised to send the sensor back for analysis once they had pulled it out. No further information was provided.